Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system. Drive support cap was normal. Customer¿s blood glucose was 130mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will not be returned for analysis.